Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was implanted in the contralateral ear. This report is filed january 29, 2016.